Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the rvautothreshold algorithm reported falsely a high stimulus threshold twice.

Manufacturer narrative:
Review of the provided data dated of the (B)(6) 2023 confirmed that 2 rvat (right ventricular autothreshold) failed : - on (B)(6) 2023 : during the 4v calibration phase. This episode was not recorded in the memory. The most probable hypothesis is a ¿fusion¿ occurred (a pvc or r wave was detected). - on (B)(6) 2023 : the calibration phase succeeded, but the 1st spike at 1,75v was not considered capturing, due to the amplitude of the response slightly under the reference calculated during the calibration phase. The operation of the observed rv autothreshold is conformed to specifications. This case will be considered for improvement. Based on available data, no issue was detected on the device.

Event description:
Reportedly, the rvautothreshold algorithm reported falsely a high stimulus threshold twice.